Event description:
It was reported that the right ventricular lead exhibited loss of capture. It was noted that the patient had myocardial infarction that damaged her heart where the lead was placed. The patient is pacemaker dependent and experienced loss of consciousness due to loss of capture. The lead was capped and replaced. The patient was fine through the procedure.